Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a decanav electrophysiology catheter. The decanav electrophysiology catheter was not used because it was not packed properly in the bag and protruded from the lane when the sterile packaged product in question was opened. The issue was resolved by replacing the catheter to another new one. The procedure was completed without any problems and without patient consequence. Additional information was received on 12-sep-2023. Photo provided. The device was not used on the patient.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a decanav electrophysiology catheter. The decanav electrophysiology catheter was not used because it was not packed properly in the bag and protruded from the lane when the sterile packaged product in question was opened. The issue was resolved by replacing the catheter to another new one. The procedure was completed without any problems and without patient consequence. The picture was reviewed and no root cause could be determined. The device was returned to biosense webster (bwi) for evaluation. The device evaluation was completed on 10-nov-2023. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the device was out of the guides, no open pouch seal was observed, and stress marks were found in the outer box. For this reason, a manufacturing meeting was performed, and the investigation result determined that this issue is not related to the manufacturing process since this condition was generated due to incorrect material handling. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the package was found with stress marks, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).